Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that following a total knee replacement procedure, the patient had a planned revision surgery for polyethylene wear and other unspecified issues. Original implant data and implantation duration are unknown at this time. No additional information is available.